Event description:
Surgeon performing a laparoscopic appendectomy and endo gia stapler misfired. Staple line was only halfway across the tissue being stapled. There was a small bleeder due to ineffective staple line. Bleeding controlled by cautery and endoloops.